Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy, it was reported the trocars in gasket became torn. The case was finished with other trocars despite the carbon dioxide loss. There was no consequence to the pt.